Manufacturer narrative:
Device evaluation: the silverhawk was received for analysis. Inserted the cutter driver. The returned silverhawk was inspected - the distal assembly was found to be fractured and separated from the unit. The fracture had occurred approximately 4mm distal the cutter window. The fracture face was ductile in nature. The guidewire tubing was not visible and peeled away. The cutter assembly was observed located within the cutter window with the drive shaft attached. The guidewire tubing was disengaged from the distal assembly. The distal segment which fractured from the unit was not returned. Image review: two images were received for analysis - both attached images were analyzed. Image number 1 showed the distal assembly/distal tip fractured and separated from the shaft of the silverhawk unit. Image number two showed the proximal portion of the unit. The picture showed the hinge assembly and cutter window remain intact. The fracture occurred distal of the cutter window. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to treat a fibrous lesion in the tibial/popliteal trunk using silverhawk atherectomy device. It was reported that the nose cone of the atherectomy device was sheared off inside patient artery and could not be removed with snare. Patient had to go to operating room (or) to get the nose cone removed. The patient was doing well post procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.